Event description:
Siemens system would not take images or inject contrast. Several attempts were made to restart system, unsuccessfully. Vascular c-arm and portable contrast injector were brought to room and case completed. Siemens representative was contacted